Manufacturer narrative:
(B)(4) serial number - correction. Evaluation summary: the device was returned for evaluation. Balloon refold was confirmed. Guiding catheter resistance was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mid right coronary artery stenting procedure, after lesion pre-dilation and after stent deployment, the balloon appeared deflated under fluoroscopy; however, there was slight resistance with the stent and guide catheter during removal under negative pressure. Once the balloon was out of the body, it appeared winged. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.